Event description:
The customer used the device to check their glucose and obtained a result of 355 mg/dl. They then dosed with fast acting insulin and fell asleep. They could not be awakened later. Emergency medical technicians were called and they checked their glucose and the result was 27 mg/dl. Their device was then used and the reading was 255 mg/dl. Pt was given a glucose IV and taken to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for eval.